Event description:
It was reported via repair work order that the scale was inaccurate due to both footend load cells having malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.